Manufacturer narrative:
(B)(4). The device was returned to animas and evaluated by product analysis on (B)(4) 2014 with the following results: a battery compartment crack observed. No battery cap returned. A test battery cap was used for all testing. Test battery cap is unable to fully tighten. A power loss with the test battery cap was not duplicated. Pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. Removed pump case. No evidence of moisture or loose components inside pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue: the pump has been losing power since (B)(6). Today, after a loss of prime, a crack in the battery compartment was noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.